Event description:
It was reported that during use medication didn't flow with a bd pen ndl 32ga 4mm. The following information was provided by the initial reporter, translated from japanese to english: drug didn't come out from the 2 pen needles out of 14.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaint could not be confirmed and root cause is undetermined.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use medication didn't flow with a bd pen ndl 32ga 4 mm. The following information was provided by the initial reporter, translated from (B)(6) to english: drug didn't come out from the 2 pen needles out of 14.